Event description:
It was reported that the camera head's paddle was cracked. The issue occurred during reprocessing, and no patient was involved.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head's paddle was cracked. The issue occurred, during reprocessing. And no patient was involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed, no issues that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed. The device evaluation revealed, no other findings. Based on the results of the investigation, it is likely, that the following led to the malfunction: cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.